Event description:
It was reported that balloon rupture occurred. A 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material was torn 15mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.